Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial, that in 2007, the patient underwent stenting of pre-dilated ramus with a xience v stent. In 2009, the subject was hospitalized for an unknown number of days with the diagnosis of atrial fibrillation, pancreatitis, severe cholelithiasis and hypercapnic respiratory failure. At approximately 3 months later, the patient expired. The primary cause of death is unknown. It is unknown if an autopsy was performed. Aspirin and clopidogrel were started prior to enrollment and were reported by the site as ongoing at the 1-year visit in 2008. No additional event or patient information is available.